Event description:
Report 2 of 2. It was reported that the patient experienced impaired consciousness and was brought to the hospital. After examination, the results were normal, so the patient was sent home for observation. The following day the patient presented to the hospital due to vomiting blood. A gastric ulcer was discovered, and while attempting hemostasis with generator and forceps, the amount of bleeding was massive. The endoscopic procedure became difficult and was changed to angiography, but the patient later died. It was additionally reported that the generator was tested the next day and there was no abnormalities identified. According to the doctor, the forceps is believed to be defective. Additional information from the customer was requested but no information was obtained at the time of this submission.

Manufacturer narrative:
B2: the date of death is unknown. While the customer reported the patient later died after having an angiography on (B)(6) 2026, there is no definitive date of death at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.